Event description:
It as reported that during follow-up, decreased sensing was observed. Lead dislodgement was found. At explant, the pin broke and remained in the subclavia vein. It could not be removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.